Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the filter ceramic tip of the resectoscope inner sheath broke apart due to dropping the device. Ceramic tip fracture had been addressed by the OEM. In march 2014, to remediate tip fracture, a design change in material and geometries of the tips has been implemented. The new tip material has been successfully validated for production release. This complaint device has a newly designed tip as it was produced after corrective actions were taken. As a ceramic material is brittle in nature, all ceramic tips are susceptible to fracture even though a more robust re-design has been implemented. Potential damage to distal tip is addressed in the device IFU (instructions for use, rev 99-1033_fk). The IFU states, "study this manual and other labeling thoroughly for safe handling, storage and usage, including instructions for all generators and accessories. Failure to properly follow the instructions, warnings, and cautions may lead to serious surgical consequences or injury to the patient. Misuse of instruments can cause injury to the patient and could have an adverse effect on the procedure being performed. Do not drop instruments, or allow them to be struck by other objects." (Warnings#1, page 4); " do not use an instrument that fails to meet the criteria stated in the labeling or that has been damaged. Damage may result in the loss of the entire ceramic tip or fragments of the ceramic tip. If there is evidence of charring, burn spots, chips or cracks in the ceramic tip or surrounding area, do not use." (Warnings#3, page 4). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted for additional information regarding device lot number, device return date and device evaluation findings. The returned device was evaluated and the user request ¿the tip broke apart¿ was confirmed due to the broken tip found. The unit was beyond economic repair due to no labor code available to replace the tip and corrosion was found on the tube. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the ceramic tip of the resectoscope inner sheath broke apart during a transurethral resection of the prostate (turp) procedure. The tip broke apart outside the patient. The surgeon noticed it when trying to use the device. The total duration of the procedure was 110 minutes and the procedure was completed without any delay. The reported problem did not affect the diagnostic or therapeutic outcome of the procedure. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The customer could not find the serial number of the device and hence was not provided. The device was returned. The customer reported that they received an email from olympus stating that the device was beyond repair. The customer purchased a replacement device. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.